Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte 15cm small bore bi-ext set loose component and leak the spin nut keeps spinning and doesn't fix to the cannula, leading to disconnection and leakage.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of loose component: leak was confirmed upon inspection of the samples. Analysis of the sample showed that in the video the collar of the male luer keeps spinning and does not properly tighten the connection. The extension set are supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.